Manufacturer narrative:
Continuation of concomitant products: 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high/undefined pacing impedance and high rate non-sustained episodes. As well, the lead had a confirmed fracture, oversensing of noise and inappropriate therapy. The lead was explanted and replaced. The patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing. The lead is still in use. No further patient complications have been reported as a result of this event.